Event description:
Intera oncology received a report from a healthcare provider of an intera 3000 hepatic artery infusion pump with higher than expected residuals. The as-manufactured flow rate intra-arterial is 1.2 ml/day. Implant date was (B)(6) 2023. Residuals were reported as follows: 7/26: 10 ml residual, 8/9: 9 ml, 8/24: 11 ml, 9/7: 12 ml, 9/20: not documented, 10/5: 10 ml, 10/18: 18.5 ml, 11/2: 27 ml, 11/15: 21.5 ml. It was later reported that the residuals were 8 ml on (B)(6) 2023, indicating normal flow. It was reported that there was pain at the pump site of unclear origin, but it was reported the pain was 'tolerable.' It is unclear if the pain is related to the pump or to the patient's condition. No additional patient consequence reported.

Manufacturer narrative:
The device history record for this device was reviewed. No deviations or nonconformances pertaining to sn (B)(6) were noted in the record; the device met all functional and performance specifications prior to release for distribution. Based on the communications with the customer on (B)(6) 2023, the device is exhibiting normal flow performance. Device remains implanted at the time of this report. Blank fields in the MDR form represent unknown information. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Added patient information based on later report.

Event description:
Intera oncology received a report from a healthcare provider of an intera 3000 hepatic artery infusion pump with higher than expected residuals. The as-manufactured flow rate intra-arterial is 1.2 ml/day. Implant date was (B)(6) 2023. Residuals were reported as follows: 7/26: 10 ml residual, 8/9: 9 ml, 8/24: 11 ml, 9/7: 12 ml, 9/20: not documented, 10/5: 10 ml, 10/18: 18.5 ml, 11/2: 27 ml, 11/15: 21.5 ml. It was later reported that the residuals were 8 ml on (B)(6) 2023, indicating normal flow. It was reported that there was pain at the pump site of unclear origin, but it was reported the pain was 'tolerable.' It is unclear if the pain is related to the pump or to the patient's condition. No additional patient consequence reported.